Event description:
During priming of the device for a cardiopulmonary bypass procedure, the level sensor alerted the user that it was not connected properly. The gel pads seemed dryer than normal. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.